Event description:
The patient reportedly experienced swelling and purulent drainage at the incision site. The patient is being treated with antibiotics (type unknown). Advanced bionics is in the process of gathering more information. When additional information is received, a supplemental report will be submitted.